Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an unknown procedure, everything seemed to work okay. However, the patient had to be re-operated on due to some leaks. It was found that the first line of staples made with the device was completely malformed and the staples were open. The device were discarded.